Event description:
As reported per user facility report: on (B)(6) 2011 at 0110 the ventilator was alarming high pressure, low spontaneous volume and low mandatory volume and the patient was in respiratory distress with a heart rate in 30s and 40s. The respiratory therapist removed the patient from the ventilator and began to ventilate patient with ambu bag. When the trach adapter was removed from the trach a big sound of pressure was released from the vent hose. The patient was stabilized, during the rapid response. When the ventilator was turned back on prior to being put back on the patient, it kept cycling breaths even with the "y" circuit occluded. This ventilator was never put back on the patient and the patient continued to be bagged until a new ventilator was set up. Later that morning at 0630 when cleaning the ventilator that was originally on the patient it failed the est test, ventilator indicated failure of "pressure relief valve failure". At 0708 that same morning a routine chest c-ray showed a right pneumothorax and the patient subsequently had a right chest tube inserted on (B)(6) 2011. The chest tube was removed after chest x-ray on (B)(6) 2011 showed pneumothorax resolved. The ventilator has been returned to the manufacturing facility for evaluation and testing.

Manufacturer narrative:
Evaluation in progress.